Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.419 by 0.084 inches was found to be broken off and returned. The components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that before the start of a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was broken. The procedure was completed using a backup harmonic ace without any further issues. No fragments fell into the patient, and no known impact or consequences for the patient were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who confirmed that the damage occurred outside of a surgical procedure, and no fragments entered the patient's anatomy.